Event description:
Light emitting diode (led) indicator faulty. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 10oct2019. The manufacturer¿s service technician confirmed the reported power led issue. The manufacturer¿s service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019.

Event description:
Light emitting diode (led) indicator faulty. There was no patient involvement.